Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
A nurse reported streaks in line of sight of a patient following an intraocular lens (iol) implant procedure. The lens was removed.

Manufacturer narrative:
Product evaluation: the lens was returned. Blood and solution was observed on the lens. The lens was cleaned with lphse for further evaluation. One haptic is broken in the haptic/optic junction area (not returned). The optic has a small scuff mark outside the central optic zone. The optic edge has what appears to be a forceps mark. The lens power and resolution were checked. The optical resolution is acceptable; lens meets specification readings for a lens with focal length 18.5 and cylinder 1.50. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with an unspecified handpiece. Associated product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported ¿visual disturbance¿. The optical resolution is acceptable; lens meets specification for focal length and cylinder readings. Information was provided that the toric 18.5d (1.50cyl) lens was exchanged for a non-toric , 18.50 lens. The manufacturer internal reference number is: (B)(4).